Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo lesion in the distal left anterior descending artery. A 2.50 x 15 mm xience prime stent was implanted at the lesion. Post-dilatation was performed with two inflations at 16 atmospheres, when a dissection was then noted. Another xience was used to cover the dissection. There was no adverse patient sequela reported. No additional information was provided.